Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was over-sensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.